Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: surgery for a gastric tumor. After connection and firing, the staples were not formed and cutting went through. The difficulty resulted in irreversible tissue damage as the anastomosis was redone. There was anu unanticipated extension of the incision by 20cm. Surgical line was delayed by more than 30 minutes.